Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed case top chipped on back corner. Cracked battery door and both plunger cases. Motor rate error was found during occlusion test. The root cause of the reported issue was normal wear, device was over fourteen years old. Motor assembly, parts were found old, dirty and worn out. Actions taken to mitigate the reported issue: replaced stepper motor, old motor mount, teflon washers with the delrin washer, worm coupling and worm gear. Also replaced lead screw and both clutch halves as a preventative measure. Performed occlusion test and all functional tests which passed. UDI information is unknown.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.